Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with glucose decreasing to 52 mg/dl after a prior correction dose for hyperglycemia and remaining below target for about 30 minutes; the user ingested two starburst candies and creamed corn, and review of synced data indicated no insulin delivery while glucose was low. Symptoms included sweating. Outcomes included self-treatment without medical intervention or hospitalization. Investigation included review of device data and user-reported history, along with troubleshooting and education. Investigation of this case revealed that a recent correction dose during the device learning period likely contributed to the low glucose, and that insulin was not delivered when glucose was low. It was concluded that the device functioned as designed and that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.